Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced a new hospitalization from (B)(6) 2024. Additional treatment was noted. The adverse event (ae) was not related to the disease under study. New or worsening of existing neurological deficits were noted. The symptoms lasted more than 24 hours. Minimal info was provided on (B)(6) 2024 that showed clinically significant findings with new hospitalization (site reported future admit date) and increased mrs to a score of 2. The patient was being treated for a right vertebral artery sidewall aneurysm with a saccular morphology. Aneurysm dimensions: maximum diameter 12 mm, dome height 12 mm, dome width 7 mm and neck size 2 mm. Parent artery diameter distal to aneurysm was 3.4 mm. Parent artery diameter proximal to aneurysm 3.7mm. Complete stasis was noted at the end of the procedure. Complete neck coverage was noted at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class one. The study device was successfully implanted in the subject. Wall apposition was achieved. Side branches were covered by the pipeline device (side branches: right posterior inferior cerebellar artery). Additional information received reported that the patient experienced a peri-aneurysmal edema. Lab tests noted poorly controlled diabetes and neuropathy. The patient also experienced gait disturbances potentially related to peri-aneurysmal edema. Poorly controlled diabetes was found. A seep study disclosed diabetes induced neuropathy. The patient was discharged to a local diabetology clinic. The adverse event was possibly related to device vantage, not related to index procedure, ancillary device or dapt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was recovering/resolving on (B)(6) 2025. Ataxia and minor low extremity paresis on the left was known since last admission. These symptoms slightly progressed. The patient was re-admitted for steroid after correction of glucose levels.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the index procedure was on (B)(6) 2021 where pipeline vantage ped3-027-400-14 (b184014) was successfully implanted and subject was discharged to home on (B)(6) 2021. The ae crf (B)(4) reports the event is ¿not recovered/not resolved¿. Concomitant or additional medication was given. No other actions were reported. The ae crf report the subject had a sleep study, lab tests and a dsa and was treated with medication. The site underwent routine follow-up mr/mra imaging on (B)(6) 2024, which is the same date as the ae onset. Per site assessment of this imaging, aneurysm raymond & roy occlusion status was class 1 and parent artery stenosis was 0-25%. Peri-aneurysmal cerebral edema was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a ssep (somoato sensory evoked potential)-1 study disclosed diabetes induced neuropathy.

Event description:
Additional information received that on (B)(6) 2024 the patient experienced ataxia and hemiparesis. This resulted in a new hospitalization. Concomitant or additional treatment was given. The adverse event was treated with physical therapy. A medical intervention was required. A diagnostic test was performed on (B)(6) 2024. The adverse event has a probable relationship to the disease under study. The adverse event resulted in a new or worsening of existing neurological deficits. The symptoms lasted for more than 24 hours. The site assessed the adverse event as having a causal relationship to the study device. The site assessed the adverse event as not related to the study procedure, antiplatelet medication, and ancillary devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. H6. Coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received regarding the previously reported adverse event of "ataxia." During the hospitalization associated with this event, the patient underwent diagnostics. Labs were normal on both (B)(6). Chest x-ray on (B)(6) shows dystelectasis. No other new information received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.